Event description:
Elder was sitting on shower chair while cna applying cream to feet. The right shower chair back support bar broke. Elder fell backward & bumped her head by the wall as cna assisted her to the floor. Rn trauma assessment & neuros completed. No injury noted, neuro checks began per policy. Md and family informed. FDA safety report ID #: (B)(4).